Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer was treated with insulin pump and syringes. Customer's current blood glucose value was 235 mg/dl. The customer¿s blood glucose was 261 mg/dl at the time of the incident and current blood glucose was 301 mg/dl. Customer reported that the high blood glucose levels of 551 mg/dl. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Insulin pump will be return and reservoir will not be return for analysis